Event description:
As reported, on (B)(6) 2026 during a tapp procedure using capsure straight fixation device, no resistance was felt during the first fastener deployment, causing the fasteners to slip out. The device functioned normally after the first fire. Reportedly, procedure was completed using the same device without any further complication. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a tapp procedure using capsure straight fixation device, no resistance was felt during the first fastener deployment, causing the fasteners to slip out. The same device was used to complete the case with no further issue. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.